Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation at 8 atmospheres. The procedure was completed with another of same device. No patient complications were reported.